Manufacturer narrative:
Continued: h6- f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii/IV, rupture.

Event description:
Medical staff reported a capsular contracture baker grade lll/ lv. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Cyst-ndr: unable to observe, as it is a medical event. That is not related to the device. Lump/nodule-ndr: unable to observe, as it is a medical event. That is not related to the device. No additional observations: no further actions are required, since no issue in the manufacturing of the device is observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Event description:
Medical staff reported, a capsular contracture, baker grade iii/ IV. Diagnosed by ultrasound and mammography. Device has been explanted and replaced with a non allergan device. This relates to the right side.

Event description:
Medical staff reported, a rupture. And capsular contracture, baker grade iii/lv. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
It was confirm that the event rupture did not occurred.